Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR# 9613299-2013-00001. Based on engineering analysis these measured gaps do not compromise the structural integrity of the component and therefore do not introduce a hazardous situation. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
During service activity related to a field action, a ge healthcare field engineer identified gaps between the linear rails and rotor. No screws were loose on the associated liner rails. No detector fall event and no injury occurred.